Event description:
It was reported that during central processing , the permanent cautery hook instrument had a broken gear and a missing wheel. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The permanent cautery hook instrument, has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customers reported complaint. The instrument was returned with a reported complaint that does not affect functionality. No damage was found. For clarification, the cautery hook does not have gripping functionalities (only roll, pitch and yaw orientations), therefore the fifth input is not included on this specific instrument. There was no problem detected for the customer reported complaint. Additional observation(s) not reported by site were that the instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly .220¿ x .289¿ in size. The broken clevis caused the yaw cables to dislodge from the idler pulleys. The conductor wire was inspected and no physical damage was found. An electrical continuity test was performed and passed. The root cause of broken instrument distal clevis is typically attributed to misuse, such as excess force applied at the instrument tip. No image or procedure video was provided for review. A review of the instrument log for the permanent cautery hook instrument (470183-14/n10210830 0028) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.